Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es system drawer 3.2 was failed and delay in dispensing medication to a patient. However, there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which located 1 similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 was failed. A field service engineer (fse) confirmed that the drawer 3.2 row b was not detected on bus, and all lights were normal. Using hardware test application (hta), disassembled drawer 3.2 and reseated row board cable connection to row b. The system functioned as intended after the fse repaired the device.